Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted. The instrument firing knobs were retracted, and the articulation lever was in neutral position. Visual inspection of internal components revealed sheared teeth on the firing rack at site of initial firing post clamp up. Pmv performed functional testing which included. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a trisegmentectomy, when firing the reload on the tissue, the stapler was unable to fire. The surgeon was unable to squeeze handle after pressing green button. They opened a new device to complete the case. There was no patient injury.